Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up the physician found several short episodes of auto mode switch. It was suspected the presence of noise which was reproduced with provocative maneuvers. The patient is scheduled for a new follow up within three months. There were no consequences for the patient (not pacemaker dependent).